Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
It was reported that during the start-up, the thermogard console (sn (B)(4)) powers on and was able to pass the self-test, however, shuts down unexpectedly when the compressor turns on. No patient involvement

Manufacturer narrative:
The report of the thermogard console (sn (B)(6) shuts down unexpectedly was confirmed during functional testing. The root cause of the reported complaint was the defective power supply, most likely attributed to the aging of the device. The thermogard console was manufactured in september 2015 and is more than 6 years old, has exceeded its expected service life of 5 years. The power supply needs to be replaced to address the issue. During further testing after the console was powered on by an external power supply, the console displayed mid:26 (low battery), mid:09 (air trap assembly), and tcmid:02 (ce danfoss error) error messages, unrelated to the reported complaint. The mid:26 error was attributed to a low voltage battery. It is likely that the battery was never replaced for the past 6 years. The lithium battery needs to be replaced to remedy the mid:26 error. The observed mid:09 error was caused by the coldwell reservoir assembly being short to chassis. The coldwell reservoir assembly needs to be reworked to address a short circuit. The observed tcmid:02 error was caused by the degraded danfoss controller. The danfoss controller needs to be replaced to remedy the fault. In addition, the console has not detected when pump lid was opened due to a defective hall sensor. There were no records of preventive maintenance performed on this console. The aging and the lack of maintenance of this console contributed to the observed errors. Upon visual inspection, unrelated to the reported complaint, observed an old display head with an outdated firmware revision, and the display head panel and window display are degraded and damaged. Also, the rotary head of the pump raceway was observed rusty and the hall sensor was noted defective, likely caused by the saline spillage. In addition, the pump lid and the bumpers were observed cracked. All observed degraded and damaged parts could be attributed to user mishandling and/or normal wear and tear, and need to be replaced to address these issues. A review of the event log revealed, unrelated to the reported complaint, a mid:11 (post nvram) and mid:26 error messages, likely caused by the low voltage battery. Also, unrelated to the reported complaint, the event log shows the presence of the mid:09 error caused by the coldwell reservoir assembly. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with (B)(6).